Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24 mm watchman flx pro delivery system was selected to be used. During the procedure, after the closure device release, it was found that there was a minor pericardial effusion discovered via intra cardiac echocardiography (ice). The patient remained hemodynamically stable. A pericardiocentesis was performed an approximately 500cc of blood was removed. Continuous blood loss prompted cardiac surgery assessment. The surgeon arrived and determined that the patient would need surgical intervention if the blood loss continued. The patient began to show hemodynamic fragility shortly after transportation. A sternotomy was performed, and it was discovered radical blood loss in chess cavity consistent with cardiac tamponade, and the patient died shortly thereafter. It was further reported that the exact cause remains unknown, and the physician is still uncertain about which manipulations led to the development of the pericardial effusion (pe). The cardiac surgeons involved noted that the dome of the left atrium was extremely thin, and platelets were destroyed during repair attempts. Several small bleeders were addressed, but after three to four hours it became evident that the more the team tried to control the bleeding, the worse it became. Ultimately, the patient exsanguinated in the operating room. A small nick on the aorta was identified and repaired. The patient was found to have a lipomatous atrial septum which, according to the physician, is often associated with vascularized areas deep within the atrium rather than at the roof.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24 mm watchman flx pro delivery system was selected to be used. During the procedure, after the closure device release, it was found that there was a minor pericardial effusion discovered via intra cardiac echocardiography (ice). The patient remained hemodynamically stable. A pericardiocentesis was performed an approximately 500 cc of blood was removed. Continuous blood loss prompted cardiac surgery assessment. The surgeon arrived and determined that the patient would need surgical intervention if the blood loss continued. The patient began to show hemodynamic fragility shortly after transportation. A sternotomy was performed, and it was discovered radical blood loss in chess cavity consistent with cardiac tamponade, and the patient died shortly thereafter.